Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, doctor decided to remove sensor to alleviate the infection.

Event description:
Senseonics was made aware of an instance where patient developed infection at insertion site. Insertion site was reddened and swollen and there was pus under surgical cut. When infection started, incision was completely healed but pus formed under it. Patient then removed pus by pressing onto insertion site. Patient then contacted a surgeon who decided to remove sensor. Patient has been prescribed with antibiotics in case insertion site should get infected once more.